Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow up report will be submitted with the investigation results.

Event description:
Complaint alleges that the circuit melted while on a trach patient. The patient was receiving room air via concha neptune heated humidifier when the alleged incident occurred. There were no reports of patient harm or injury.